Event description:
It was reported that during a diagnostic procedure, the patient's chest was "heating up". The patient was hospitalized for an unknown reason; however, a magnetic resonance imaging (MRI) scan of the brain was scheduled to determine if a stroke had occurred. The procedure was started and the patient complained that her chest was "heating up". The scan was immediately stopped. Three days prior to the scan a 16x60 wallstent endoprosthesis was implanted in the superior vena cava (svc). Two other unknown manufacturer's stents had been implanted in the svc prior to the wallstent on an unknown date. A chest x-ray and a CT scan were completed to ensure correct placement of the wallstent. The procedure was not completed and the patient has since been discharged.

Manufacturer narrative:
Age at time of event: around (B)(6). Event date: "probably" (B)(6) 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).